Event description:
It was reported to boston scientific corporation on september 9, 2010 that a cre balloon dilatation catheter and alliance inflation system were used during a procedure performed on a (B)(6) female patient on (B)(6), 2010 (procedure name unknown). According to the complainant, the procedure was completed with this balloon; however, resistance was felt when withdrawing the balloon from the working channel of the endoscope. Upon removal of the balloon from the endoscope, the technician found that the black exit marker located proximal to the balloon on the catheter of the device, was accordioned. No fragments of the device detached inside the patient. The procedure was completed with this cre balloon dilatation catheter and alliance inflation system. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that a cre balloon dilatation catheter and alliance inflation system were used during a procedure performed on a 54 year-old female patient on (B)(6), 2010 (procedure name unknown). According to the complainant, the procedure was completed with this balloon; however, resistance was felt when withdrawing the balloon from the working channel of the endoscope. Upon removal of the balloon from the endscope, the technician found that the black exit marker located proximal to the balloon on the catheter of the device, was accordioned. No fragments of the device detached inside the patient. The procedure was completed with this cre balloon dilatation catheter and alliance inflation system. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Additional information was received that the black exit marker detached and became lodged inside the endoscope; the exit marker was successfully retrieved using forceps (unknown model). The account confirmed no fragments of the device detached inside the patient. Investigation results. Visual examination found a kink and an area of stretching on the catheter of the device. In addition, the ro marker and exit marker were not present on the catheter, nor were they returned for evaluation. Functional testing was performed per specification; the balloon was successfully inflated to 20mm and 6atms of pressure and deflated using an alliance inflation syringe. The complaint that the black exit marker was found accordioned could not be confirmed, as the ro marker and exit marker were not returned; however, the condition of the returned incident device is consistent with the complaint that the exit marker detached. The most probable root cause is operational context; this failure occurs when procedural factors encountered limit the performance of the device.

Manufacturer narrative:
(B)(4) (exit marker, accordioned), (B)(4): the reported event of catheter resistance. (B)(4): the reported event of catheter, exit marker accordioned. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.